Event description:
Pump was returned for multiple loss of prime alarms. Evaluation revealed partially dislodged force sensor pins. This report is made based on the evaluation results.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. Evaluation revealed a dislodged display screen and partially dislodged force sensor pins. (B)(4).